Manufacturer narrative:
The patient's exact age is unknown. However, it was noted to be over 18 years. (B)(4) - the reported event of the needle coming out sideways. According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed.

Event description:
It was reported to boston scientific corporation that an interject injection therapy needle device was used during a procedure. According to the complainant, the needle came out sideways, when advanced outside of the sheath. Another interject injection therapy needle device was used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.